Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, while using the vessel sealer extend (vse) instrument, there was a protrusion in the sealing part of the instrument's tip. The protrusion was caught on tissue. The nurse stated that immediately after inserting the vse instrument into the abdominal cavity, the instrument became caught in the intestinal tract. The customer removed the instrument without further manipulation and completed the procedure with a backup vse robotically as planned. There was no bleeding or tissue removal that was required. The patient has not returned to the hospital due to experiencing any post surgical complications due to this event. The procedure was completed robotically. Patient demographic information was requested, but the customer was unwilling to provide the information due to the hospital¿s privacy policy.

Manufacturer narrative:
The vessel sealer extend (vse) instrument was received and failure analysis found the instrument to be fully functional. No problems were found with the instrument. A visual inspection showed no signs of physical damage at the distal or proximal end of the instrument, grip pins were securely in place, and all 7 ceramic dots were installed inside of the jaws. The conductor wire and snake wrist cable were securely intact, and no protrusion was observed. The blade was manually extended and retracted without any issues, and it was not damaged. The instrument was placed and driven on an in-house system, and the recognition and engagement tests were passed. The instrument moved intuitively with full range of motion in all directions on several attempts and passed a cut and seal test on 2 attempts.